Event description:
New information on (B)(6) 2016 stated that the lead exhibited atrial stand still due to patient anatomy. The patient experienced no adverse consequences and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for system implant. During procedure, the right atrial lead exhibited high capture threshold. The lead remained implanted. The patient was in stable condition and would continue to be monitored with routine follow up.